Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen and in the loosely folded balloon, consistent with preparation and the balloon inflated. The distal shaft was twisted 2 mm proximal to the proximal seal. The non-abbott guide wire used during the procedure was returned. There was a kink in the guide wire tip 3mm proximal to the tipball. There was a bend in the guide wire tip 7 mm proximal to the tipball. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The inner diameter of the guide wire lumen was measured and met manufacturing criteria. The maximum outer diameter of the returned guide wire was 0.01404in. The returned non-abbott guide wire was back loaded through the balloon catheter and removed with slight resistance noted due to the twisted shaft. After the guide wire was back loaded through the balloon catheter, an indeflator, filled with contrast diluted 1:1 with water, was used to inflate the balloon to the rated burst pressure and the guide wire movement was checked for collapsed lumen. The guide wire would not move while the balloon was inflated. The inner member was collapsed 2mm proximal to the distal marker. After the indeflator was switched to the neutral position, the guide wire was removed from the balloon catheter with no resistance noted. Inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, or high pressure/multiple inflations, and as the guide wire lumen was noted to be not collapsed after pressurization, there is no indication of a product quality deficiency. Additionally, it is likely that the shaft of the catheter was inadvertently handled during the removal attempts of the guide wire, resulting in the shaft twisting as there was no damage noted to the catheter during the inspection prior to use. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported difficulties could not be determined; however there is no indication of a product quality deficiency. All dilatation catheters are 100% visually inspected and checked for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Event description:
It was reported that the lesion was in the proximal right coronary artery with mild tortuosity and moderate calcification. The 5.0 x 15 mm trek balloon was inflated twice to 8 atmospheres. Heavy resistance was noted with the non-abbott guide wire during the removal of the trek catheter; therefore, the trek was removed as a single unit with the guide wire and guiding catheter. The physician commented that the other non-abbott balloons which were used in the procedure did not experience this issue. No adverse patient effects were reported. No additional information was provided.